Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient told their hcp that their stimulation was not helping her pain. The patient has been seen for reprogramming. There were no known reported factors that may have led to this issue. The patient's ins was explanted. The issue was resolved at the time of the report. Additional information was reported that the patient did have relief from their therapy immediately after their implant. The patient of the patient's stimulation not helping with the patient's pain was not determined. No further information was reported.